Manufacturer narrative:
The investigation for the reported ppae (arrhythmia) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the ppae (arrhythmia) could not be determined.

Manufacturer narrative:
The impella device is not available for return from the customer. Therefore, investigation of the device is not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was implanted with a impella 5.5 for support during a high risk cardiac procedure. The patient was having non-sustained premature ventricular contraction, and the surgeon repositioned under point-of-care ultrasound after admission to the intensive care unit and the ectopy resolved. The device was eventually explanted at beside and the patients outcome was stable. The pump is not available for return.